Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: investigation revealed that the display was dim and faded. The battery compartment was observed to be cracked. Unrelated to these issues, investigation revealed that the keypad cover was missing/detached from the pump and the audio bolus button cover was torn/punctured. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/08/2015.